Event description:
It was reported there was a catheter issue. It was noted that there was a small tear. It was noted that the location of the catheter issue was the pump connector. It was reported that the actions required as a result of the event included surgical intervention. It was noted that plans were being made to replace the sutureless pump connector at the time of report. It was reported that a dye study was performed. It was noted that the product issue was not resolved at the time of report. It was reported that the cause of the issue was specified as there appeared to be a small tear at the catheter/connector interface. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient had pain. It was noted that the location of issue or symptoms was the catheter track. It was reported that the pump was used to infuse morphine and clonidine. It was reported fourteen days later that the patient¿s catheter was revised and a new sutureless catheter was added on (B)(6). It was noted that the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).